Manufacturer narrative:
A visual inspection of the instrument shows the tip was broken. The breakage occurred approximately .150¿ from proximal end of the device just at the start of the thread taper. A review of production paper work shows no abnormalities. The root cause of failure could not be identified; the returned portion of the component meets all required dimensional requirements. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the surgery the surgeon drilled with a 3.2 mm drill bit. The surgeon then dilated with the 4.5 mm awl and the tip of the dilator broke off. It was removed with the use of pliers. No patient injury or other complications were reported.